Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of call service alarms. The pump powered on normally during testing with no alarms. The pump was then exercised for 24 hours with no errors, alarms, or warnings. The complaint was not duplicated during testing.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting unspecified call service alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.